Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator respiratory rate trend (rrt) feature became disabled due to high out-of-range right ventricular (rv) pacing impedance, during a rv lead revision procedure that was performed due to unspecified reasons. Technical services reviewed the case and indicated how to turn the rrt feature on. This rv lead remains in service and no additional adverse patient effects were reported.